Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had high blood glucose of 186 mg/dl. Caller stated that the customer's insulin pump was alarming motor error at the time to deliver a bolus. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.